Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair on an unknown date and mesh was used. The patient developed a recurrent hernia requiring surgical intervention. During the procedure it was noted that the mesh showed adhesions to the tissue separating layer as well as significant shrinkage.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.